Manufacturer narrative:
This form has been completed by the manufacturer.

Event description:
Calibration failure during surgery, caused the procedure to be aborted. A second surgery was required to complete the procedure. There was no injury to the patient.